Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device activity log was unable to be performed as the log was overwritten. The customer's internal handles used at the time of the report were not returned as part of this investigation. Contact with the customer suggests the internal handles were not pretested prior to use as recommended, and the product visually showed signs of wear. The r series device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, the device failed to discharge using the internal handles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI. Justification for no UDI, this device was manufactured before UDI requirements.